Manufacturer narrative:
The 3.5mm non-locking hexalobe screw showed little to know sign of damage, common wear patterns were seen in the hexalobe recess typical of insertion and removal of the screws. Bone cement can be found in the threading of screw but no damage to the threads can be seen. Additional mdrs associated with this event: 3025141-2020-00100: screw 1, 3025141-2020-00101: plate, 3025141-2020-00102: screw 2, 3025141-2020-00103: screw 3, 3025141-2020-00104: screw 4, 3025141-2020-00106: screw 6, 3025141-2020-00107: screw 7.

Event description:
An aculoc 2 proximal plate was implanted about five years ago. The patient recently fell and broke the distal row of screws locked in the plate. The hardware was removed in a revision surgery and was replaced with a new plate and screws.